Manufacturer narrative:
(B)(4).

Event description:
It was reported that an impedance check revealed four contacts "out" on one lead and another contact out onthe other.  Attempts to reprogram around the bad contacts were unsuccessful.  An x-ray was unremarkable for any lead migration.  A future lead revision is to be scheduled.  The patient is still receiving stimulation as before and verbally indicated an understanding of what is required to fix her current situation.

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was added this occurred "approximately 3-4 times a day." It was stated the patient felt stimulation normally, until the "sporadic" shocks. It was noted that reprogramming was attempted but the patient "didn¿t like the coverage." It was stated the patient was programmed as ¿double guarded cathode on each lead, using 0-3 on first and 9-12 on the second lead.¿ it was noted impedances were >3600 ohms on various contacts. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 377860, lot# v006400, implanted: (B)(6) 2006, product type lead; product ID 377860, lot# v006400, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).